Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, user informed the technical support engineer (tse) that non-intuitive motion occurred in arm4, specifically in the insertion direction. There were no messages or errors found related to arm4. The tse advised the user to reinstall the sterile adapter (sa) to resolve the issue. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reinstall the sterile adapter. The customer will try it later. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.